Manufacturer narrative:
Date of event: (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that gray particulate matter was observed in a vial-mate reconstitution device. The device was being filled with vancomycin. This was found before use. There was no patient involvement. No additional information is available.